Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Reference (B)(4) follow-up 2.

Event description:
Approximately two weeks ago, a morbi-mortality meeting was held in denmark. During the meeting, a case was presented in which a patient underwent pipeline embolization treatment and developed some neurological deficits post procedure. A biopsy was performed on the patient and revealed an inflammation due to an allergic reaction to some type of polymer.

Manufacturer narrative:
Treatment of a large ica (internal carotid artery) aneurysm. The patient was pre-treated with aspirin and plavix one week prior to the treatment. On (B)(6) 2013, the patient underwent pipeline embolization treatment without issues. On (B)(6) 2013, the patient was re-admitted due to visual symptoms and high blood pressure. An MRI (magnetic resonance imaging) revealed a significant left side occipital edema which led to discussions about pres (posterior reversible encephalopathy syndrome). New lesions were present on the same side as the ped (pipeline embolization device), but fronto-temporal with new symptoms. This was linked to questions about inflammation or allergic reaction. Further imaging and mdt discussion questioned the possibility of micro emboli being responsible. A biopsy was done and a polymer was found. The pathologists initially described the event as a yellow thickening infection or a type of brain toxoplasmosis. The patient was given steroids and improved, but the bp remained increased. The steroids dosage was tapered and the patient is almost back to normal. (B)(4).